Event description:
The pt reportedly experiences uncomfortable sensations and intermittent overly loud sound sensations. In february 2004 and december 2004, the pt was been seen by a company representative for device evaluation. While testing performed confirmed that the device was functioning, the pt experienced an uncomfortable sensation during testing. The pt's device was explanted.